Manufacturer narrative:
This device is available for return and a f/u MDR will be submitted upon completion of the device investigation. The mfg records for this lot were reviewed and did not reveal any outstanding discrepancies, quality or design concerns.

Event description:
The pt was enrolled into the pulse trial and treated from an mi mca occlusion with clot extending into the superior and inferior branches of the m2 segment. The pulse device was successful in revascularizing the m1 and m2 inferior brach, however occlusion remained in the m2 superior branch. An attempt was made to revascularize the superior m2 using an penumbra system reperfusion catheter and separator 032. However, the physician was not able to deploy the separator because it was somehow stuck in the distal part of the catheter. The separator "tore" when the physician tried to remove it. The catheter and separator were pulled out of the pt and the aspiration attempt was terminated. The procedure was later terminated following administration of urokinase into the superior m2 mca. The device malfunction was not associated with an adverse event. The pt is still recovering following the procedure.